Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) device was received for evaluation. The reported event of unintended activation was confirmed; the reported event of overheating was not confirmed. The device was found to be affected by widespread corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> in which the device overheated and ran without user activation. One (1) reported event had no patient involvement; no patient impact. The reported event had patient involvement; no patient impact.